Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 136 mg/dl at the time of the incident. The customer also reported that the drive support cap was protruded. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. Drive support disk was protruded noted.